Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged having nasal/throat irritation. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged the device powers on and off randomly, the power cord/supply is too hot to touch, and nasal/throat soreness/irritation. . There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: during the investigation, pil observed a dust-like contaminant on the bottom enclosure, blower box, blower, and blower seal. A keratin-like substance was observed on the blower box. ER-2243857(v01) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. A heat test was performed on the device, power supply, and power cord to verify that the temperatures were within the required perimeters required per prd 2300159 (v26) and ER-2226065 (v31). Pil tech performed this test using an asl-5000 (ID: f4343, caldue: 19jul2024), and a fluke non-contact thermometer (ID: f4950, caldue: 07aug2024). The test results showed that the device, power supply, and power cord all showed temperatures within the threshold required. Results attached. Fitt (foam integrity test tool) and the associate procedure ER 224560 v01, was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.